Event description:
A report was received that the patient was experiencing inadequate therapy. High impedances were measured on six contacts of the lead. The physician has decided to replace the lead.

Event description:
A report was received that the patient was experiencing inadequate therapy. High impedances were measured on six contacts of the lead. The physician has decided to replace the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2208-70 serial#:(B)(4) model description:linear st lead - 70 cm.

Manufacturer narrative:
Additional information was received that indicated that the patient was explanted. The ipg was replaced due to the physician's preference and no device malfunction was suspected. The patient was reportedly doing fine. Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), model description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.